Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During impella support, an intermittent loss of placement signal occurred. Patient support continued throughout the noted issue. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported optical issues has been completed. The impella device was not received from the customer nor data logs. Therefore, the root cause of the optical issue optical signal issue was unable to be determined as no product or logs were returned for this investigation. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. All pertinent information available to abiomed has been submitted at this time. B1 adverse event updated. B2 death and death date updated. B5 updated to include death description. H1, h2 type of reportable event. H6 updated to include death coding corrections that were made from the initial manufacturer device report number 1220648-2024-21486. B7, other relevant history, including preexisting medical conditions d10, concomitant medical products and therapy dates g1 reporting contact email updated.

Event description:
Additional information care was eventually withdrawn, and the patient expired.